Manufacturer narrative:
The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation and none were found. The exact cause of the skin irritation could not be conclusively determined.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the hip/buttocks area between 24 and 36 hours, the site was irritated, inflamed with a wound and pus. The blood glucose (bg) levels were 400 mg/dl at the time. The patient visited the physician, who prescribed an ointment (aflumycin) for local treatment.